Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had developed an inflammatory mass. The patient¿s healthcare provider (hcp) found a ¿cyst¿ at the catheter tip during the first magnetic resonance imaging (MRI) after implant. The hcp diagnosed the cyst as a ¿synovial cyst¿ at the base of the catheter. The patient stated that she had several mris for ¿pump studies¿ since she had ¿so many problems¿. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.